Event description:
The customer reported the ventilator alarmed and shut down during normal ventilation operation. The customer reported the ventilator was in use on a patient and there was no patient harm. During evaluation, the manufacturer's field service engineer (fse) noted a depleted backup battery in the diagnostic log. The fse plugged the device into ac power after troubleshooting, the backup battery re-charged to specification. Applicable final testing was completed per operating specifications and passed. Per the device operators manual, when the ventilator is powered by the backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. Proper care, maintenance and testing should be performed when using battery power sources.

Manufacturer narrative:
The user ran the backup battery down to depletion. After the device was plugged into ac power the backup battery re-charged to specification.